Event description:
Customer was hospitalized for dka. It was indicated that the customer was unaware they had high blood glucose. The customer stated was not feeling well and went to the hospital. The md was unsure of the cause for the event. A few days later, customer called back and needed help reprogramming pump due to a safety alarm. The customer was instructed to follow the two high blood glucose rule.